Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged as the patient manifested twiddler¿s syndrome. Additional information obtained from the field representative indicated that the dislodgement was confirmed through radiographic examination. This endocardial ra was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.